Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. Analysis was unable to perform no delivery test due to prime/fill anomaly. The pump had cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners, lcd window and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The insulin pump was able to rewind and passed the displacement test. The customer performed troubleshooting was able to resolve the issue. However the motor error occurred more than once in the last 30 days. The device will be returned for analysis.